Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. A lead dislodgement within the right ventricle was confirmed with x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary:the lead was returned and analyzed. No anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Blood was observed on the sleeve head of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.